Event description:
Healthcare professional reported left rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, two openings in anterior side assessed as surgical damage. Additional observations: ¿ white particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left rupture. Device was explanted.